Event description:
Contact reported that the head dislodged from the shank during implantation of an 80 mm pelvic screw. The surgeon is believed to have under-tapped prior to placing the screw. The surgeon was able to complete the case by removing the damaged screw, re-tapping a larger size and then implanting a new screw. There were no adverse consequences.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. (B)(4). Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.